Event description:
It was reported that noise was observed via egms. Physician to monitor patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes the lead was capped.